Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call of not being able to unlock keypad. Customer reported of being in the hospital due to pneumonia and insulin pump was removed. Customer was put back on insulin pump therapy, but does not know who locked keypad. Customer's blood glucose was 500 mg/dl. Customer later reported was able to resolve issue and declined insulin pump replacement due to waiting on upgrade.

Manufacturer narrative:
Pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces or locked/blocked keypad noted. The insulin pump had a cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window.